Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer reported the device was inserted on (B)(6) 2012 and the line fell out on (B)(6) 2012. The catheter moved out 4 inches after 3 hrs, 55 mins of dialysis. This incident happened at a satellite unit and by the time the patient arrived in the hospital emergency room, the catheter was no longer in the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.